Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was experiencing symptoms of nausea and vomiting. Customer was treated with syringe. The customer checked alarm history and found out that there is multiple power error alarm. The customer stated that the alarm happened during normal use. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and it passed the rewind, seating, basic occlusion, occlusion, force sensor, displacement and self tests. The pump was returned for pump error alarms and the detailed trace analysis confirmed the low battery alarms. The pump was received with minor scratches on the lcd window and case.